Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is completed.

Event description:
It is reported that the patient experiencing some leg pain. Originally the rep reported that the patient has loose screw (evidenced by halo around screw on x-ray). Construct from l1 to s1. During revision exploratory surgery, all the screws were tested with neuromonitoring device and all screws passed testing. The surgeon stated that there is nothing wrong with the construct but felt obligated to do something. He removed the l2 and l4 screws right side. Inserted 7.2x50mm screw at l4. No replacement screw l2, instead filled the space between l1 and l3 with two spacers.